Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade 1, left side.

Manufacturer narrative:
G3, g6, h2, h10. Submitting request to void this report because this is a duplicate of report 1651189-2022-01969.